Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test and displacement test. The pump was monitored and no blank display anomalies or power loss alarms were noted. The power connector was plugged in and locked in place properly. The pump was received with a cracked keypad overlay at the select button. The pump had minor scratches on the lcd window, case and keypad overlay as well as a faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not corroded. The customer stated that the display returned and they received a power loss alarm. The customer called back and stated that the issue kept recurring. The insulin pump will be replaced and will be returned for analysis.